Manufacturer narrative:
G4: 06aug2020. B4: 06aug2020. A philips field service engineer (fse) was dispatched to the customer site. The fse verified the failure at boot up. The fse replaced the solenoid valve 3 and 4 and the data acquisition (dac) board to resolve the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15may2020.

Event description:
The customer reported machine and proximal pressure sensor failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
G4: 06oct2020; b4: 08oct2020. The data acquisition assembly (daq (assy,pcb,data acq, v8000) was returned for failure analysis. Visual inspection revealed the revealed no anomalies. A failure investigation (fi) technician daq onto known good test unit. Boot unit in normal operation mode and check for alarms and errors. If no errors found, proceed to test #2. The daq system was installed into the fi test ventilator. An attempt to boot into the normal ventilation mode was made. During the unit testing the reported issue was not duplicated. The fi investigation could not replicate the reported problem and the reported problem could not be reproduced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.